Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs / perforation (fallopian tube(s))"), pregnancy with contraceptive device ("unintended pregnancy / pregnancy (no complications)") and haemorrhage in pregnancy ("bleeding during unintended pregnancy") in a 31-year-old female patient (gravida 7, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not have 3 month confirmatory hsg performed/the patient never had confirmatory test.". The patient's past medical history included gravida ii, parity 4, recurrent abortion and sleep apnea. Previously administered products included for an unreported indication: jolivette from 2003 to december 2010. Concurrent conditions included hypothyroidism since 2011 and breast feeding. Concomitant products included levothyroxine sodium (levothyroxin). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced abdominal pain lower ("pain lower abdomen cramping on left side of navel"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), abdominal pain ("abdominal pain / pain / abdomen area sore"), back pain ("lower back pain"), migraine ("migraines"), headache ("headaches") and arthralgia ("right hip pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, haemorrhage in pregnancy, migraine, headache, abdominal pain lower and arthralgia had not resolved and the pregnancy with contraceptive device, abdominal pain and back pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, fallopian tube perforation, haemorrhage in pregnancy, headache, migraine and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted: essure confirmation test on date: (B)(6) 2012. As per mr the patient never had confirmatory test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion, unilateral occlusion . ¿concerning the injuries reported in this case, the following one/ones were described in medical records :bleeding during unintended pregnancy and device monitoring procedure not performed " most recent follow-up information incorporated above includes: on 20-jun-2018: pfs received - new events "headaches, pain lower abdomen cramping on left side of navel, right hip pain, bleeding during unintended pregnancy, the patient never had confirmatory test. " were added. Event perforation of organs updated to perforation (fallopian tube(s)). New reporter were added. Plaintiff demography added. Historical and concomitant conditions were added. Product indication added lab data was added. Pregnancy outcome was updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain / pain"), back pain ("lower back pain") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2011. At the time of the report, the perforation, pregnancy with contraceptive device, abdominal pain, back pain and migraine outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, migraine, perforation and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.